Manufacturer narrative:
B3: corrected. D1: corrected. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
D10: alteon xle neutral liner, group 3, 32 mm ID sn (B)(6), ref 01-030-40-0332; alteon cup cluster-hole, porous coat, group 3, 48 mm od sn (B)(6), ref 01-030-01-0348; novatlon element femoral stem 12/14; collared, ha coated, standard offset; cementless, sz.12, neck length 36.7 mm sn (B)(6), ref 164-13-12; cocr femoral head, 32 mm od, +0mm, 12/14 sn (B)(6), ref 142-32-00. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It is reported via legal documentation that approximately 28 months ago a patient underwent a right total hip arthroplasty. No medical or surgical interventions were reported. No additional information was provided.